Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported that the touchscreen was blank on the vela ventilator. The customer reported patient involvement but the device continued to ventilator with no allegation of patient injury/harm.

Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found the display intermittently went black. The fsr replaced the display kit and power switch. The fsr performed the operational verification procedure (ovp) and the unit is working per manufacturer's specifications. The carefusion failure analysis laboratory received the suspect component, a vela front panel assembly, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a failed florescent light bulb not lighting up the lcd touchscreen.